Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was a part of an infection. A revision was pending. No additional adverse patient effects were reported.